Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error message. Device data was sent to engineering for analysis. Data analysis confirmed the device exhibited multiple resets consistent with a hardware failure. Technical services (ts) recommended device replacement as therapy could be compromised. The patient was then hospitalized and another reset was observed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. The device could not be interrogated, as was reported from the field. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage was 9.18 volts. The battery was removed and replaced with an external power source. The device began to operate but was noted to be in a constant reset loop. Detailed analysis identified deformed solder joints on the radio frequency (rf) circuit internal component. The solder joints likely became cracked due to cyclic fatigue. These cracked solder joints resulted in the constant reset loop and inability to interrogate the device. The constant reset loop also resulted in premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error message. Device data was sent to engineering for analysis. Data analysis confirmed the device exhibited multiple resets consistent with a hardware failure. Technical services (ts) recommended device replacement as therapy could be compromised. The patient was then hospitalized and another reset was observed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.